Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. Patient complications are a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the reported event.

Event description:
It was reported through an investigator initiated study that the retriever intertwined with a carotid stent and caused an adverse event. The adverse event was not specified. No additional information is available.

Manufacturer narrative:
(B)(4).the subject device is not available; therefore analysis cannot be performed. Medical intervention is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the reported event.

Event description:
It was reported through an investigator initiated study that the retriever intertwined with a carotid stent requiring surgical removal and resolving the event without sequelae. No additional information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the retriever intertwined with a carotid stent and caused an adverse event. The adverse event was not specified. No additional information is available.